Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has a colostomy bag where the garment clasps together. Patient described the area as marks. There was no alleged device malfunction contributing to the irritation. It was reported that the patient is in a nursing home. It's unclear if the patient received medical intervention. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.